Event description:
Additional information was received that the event was resolved by reprogramming.

Event description:
During a remote follow-up, failure to capture was detected on the atrial lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed at this time. The patient was stable and will continue to be monitored.